Event description:
It was reported that a small volume infusor overinfused. The reporter stated that the therapy completed in 36 hours rather than the expected 48 hours. This occurred during infusion of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was born in 1947. (B)(6). The batch was manufactured between may 16, 2013 - may 17, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available at the plant for evaluation. No defect was observed during visual inspection and functional flow rate test. The sample was working within specification. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.